Event description:
The end-user reported a patient implanted with a 28mm cardioseal in 2005 experienced irregular heart rhythms 3 months following implantation. Echo performed in 2006 revealed thrombus on both sides of the device. The patient underwent surgery to remove the device.